Manufacturer narrative:
Manufacturer's investigation conclusion: the reported tear on the driveline could not be confirmed through this evaluation as no images depicting the damage were submitted. Although a specific cause for the observed damage could not be conclusively determined through this evaluation, log file review appeared to show the pump functioning as intended. The submitted log file captured information from (B)(6) 2021 to (B)(6) 2021. No notable events were captured. The pump appeared to have functioned as intended with pump speed remaining above the low speed limit. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) provides instructions on how to care for the driveline as well as how to respond in the event of driveline damage. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document provides instructions on how to care for the driveline as well as how to respond in the event of driveline damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a minor tear on the driveline. There were no alarms seen on interrogation. The tear was addressed and wrapped with rescue tape. The log file did not contain any data suspect of any type of driveline electrical issue. The tear was cosmetic only.